Event description:
Our radiology dept purchased an MRI safe pump called the 3860 mridium infusion pump from iradimed. Pharmacy was asked to develop the drug library. In the process of creating this library, we have several concerns: the library will only hold 50 drug records maximum. Each drug concentration counts as a separate record (ie, we have 3 records for norepinephrine with a single strength, double strength, and quad strength). The drug name field is limited to 20 characters. Also any tallman lettering counts as 1.5 characters limiting space even further. There is not an option to have a lock box for any controlled substance infusions (ie, midazolam, pentobarbital, ketamine, etc) - drug records cannot be programmed with a ml/hr option. Any medication with a ml/hr dosing would have to use basic mode without any guardrails. This is an issue esp for our nicu babies with heparin 0.5 units/ml. Drugs dosed as units cannot be in non-integers. This is an issue for vasopressin as our start dose is 0.03 units/min. This drug will have to be run in basic mode without guardrails. The maximum pt weight that can be entered is 160 kg (352 lbs). With bariatric pts, this weight cap may be an issue. We were trying to match the build that we currently have in our standard infusion pumps to minimize risk of error, but have had to make some changes to accommodate the programming parameters imposed in this MRI pump. (B)(6).